Manufacturer narrative:
The insulin pump was received with cracked battery tube thread, corroded battery tube, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, missing end cap sticker, detached end cap, stained address/serial number label and minor scratches on display window noted. Unable to perform displacement test due to detached end cap.

Event description:
The customer reported that insulin pump and cover was loose and there was crack on bottom of the insulin pump. The customer¿s blood glucose level was 190 mg/dl this morning and after bolus delivery it came down to 124 mg/dl. The insulin pump will be returned for analysis.